Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device that the hypotube was fractured at 231 mm distal from the distal end of the strain relief however, during analysis when attempting to photograph the device the hypotube broke. A hypotube kink was also noted at 208 mm distal from the distal end of the strain relief. These types of damages noted are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 11-jan-2018. It was reported that shaft kinked occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in the severely calcified left anterior descending artery. Following pre-dilatation with a 1.5x8mm balloon catheter, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced for treatment. However, while negotiating the device over the wire, the physician noticed a kink on the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube fracture.